Event description:
It was reported that one week after insertion, difficulty was encountered with flushing. Urokinase was given with no improvement noted. A dye study showed that the catheter had separated from the port and was approximately 8cm away from its base in the right atrium. The pt was transferred to another hospital for removal of the separated catheter. There were no add'l complications reported.